Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that there were setscrew marks on all terminal connectors. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of loss of capture and an increase in pacing impedance measurements. Detailed analysis found this lead to be electrically continuous and did not reveal any abnormalities.

Event description:
Boston scientific crm received information that during a repositioning procedure, this right ventricular (rv) lead presented with loss of capture at maximum outputs. This lead was implanted using the cephalice vein method. In addition, the pacing impedance measurements increased from 363 to 1812 ohms and the patient reported feeling stimulation under the chest. No adverse patient effects were reported. The rv lead was successfully replaced and then subsequently returned for laboratory analysis.